Manufacturer narrative:
Continued concomitant therapies: juvéderm® volbella¿ with lidocaine, juvéderm® voluma¿ with lidocaine. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿inflammatory nodular lesions," ¿hard nodular lesions," and ¿peribuccal (edema)¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of theses tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Induration or nodules at the injection site.

Event description:
Healthcare professional reported a patient was injected with 1 syringe of juvéderm® volbella¿ with lidocaine in the perioral area, 2 syringes of juvéderm® volift¿ with lidocaine in the "grooves," and 1 syringe of juvéderm® voluma¿ with lidocaine in the malar area; approximately 3 months later, patient experienced ¿inflammatory nodular lesions in [the] supralabial region, neither painful nor warm, followed by the grooves and cheek area.¿ nodules were reported to be ¿0.5 mm and smaller¿ in size. Symptoms of ¿hard nodular lesions that are occasionally inflamed over the volbella injection site¿ and ¿peribuccal (edema)¿ were also reported. There were no adverse events involved with juvéderm® voluma¿ with lidocaine. Approximately 3 months after symptom onset, patient was treated with ¿intralesional hyaluronidase diluted in zcc dsf, accompanied with prednisone 4 ml¿ and massage; patient ¿presented a good immediate response.¿ antiseptic was used prior to injection as pre-treatment. Symptoms have not resolved at this time. This is the same event and the same patient reported under MDR ID #3005113652-2018-00385 ((B)(4)) and MDR ID #3005113652-2018-00388 ((B)(4)). This MDR is being submitted for the second suspected product, juvéderm® volift¿ with lidocaine.

Event description:
Further follow up with the healthcare professional revealed the injection of one of the syringes of juvéderm® volift¿ with lidocaine was not concomitantly injected with the other juvéderm® volift¿ with lidocaine, juvéderm® volbella¿ with lidocaine, and juvéderm® voluma¿ with lidocaine syringe. That injection of juvéderm® volift¿ with lidocaine was given "the following week" in ¿the zone of nasolabial folds and marionette lines, as well as in bichat area.¿ healthcare professional reported patient presented injuries in the ¿upper zone of the lip,¿ where the juvéderm® volbella¿ with lidocaine was used; this product was also injected ¿for the filling of the lips¿ without any problems. No lab work was performed because ¿the event is located at the points of puncture, intra and subdermal, in the face of the patient.¿ patient showed no interest in having a biopsy or microbiological examination performed. When asked if symptoms resolved, healthcare professional stated, ¿visually, [¿], the lesions do not represent any deformity on the injection site. The signs (since they are hard nodules only palpable in the thickness of the skin) disappeared only partially after the injection of hyaluronidase.¿